Event description:
A healthcare professional reported that nm-f4308 lot#9000614 implant lacked primary stability. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is healthy. At the event, the patient experienced: bone loss. The device was forwarded to the manufacturer. No other medical issues were reported.